Event description:
A user reported that a setup field for a multi field imrt treatment was labeled ap although the gantry angle indicated was pa. The user set up the image field 180 degrees out of phase (ignored an orange gantry angle field indicating the error). The acquired image was then compared to a digitally reconstructed image (drr). Since the reconstructed view was 180 degrees out of phase, the resulting pt shift info was in the wrong direction. The pt was relocated, and the user proceeded to treatment. This error was repeated for 15 of 25 treatment fractions. Data on the size of the shift, and any pt outcome, has not been obtained from the user.

Manufacturer narrative:
The investigation revealed that the customer performed the imaging at a different gantry angle than the drr, because it was labeled incorrectly (at the treatment planning station). A pa drr image was attached to a setup field labeled ap. The therapists imaged at gantry angle 0 and acquired an image. With this image, a shift was performed and the pt was treated. Since the image was taken from a different angle than was planned or intended, the shift was mirrored. The user has the preference settings set to port image technique in treat admin, which does not force the user to authorize override of mismatched parameters. The 4d integrated treatment reference guide, states the following in reference to portal imaging "port image technique - a selection list that permits you to choose between portfilmmode and clinical mode. Selecting clinical mode requires validation of port images. Selecting portfilmmode permits bypassing validation of portal images." The customer confirmed that when mode up at 4dtc, the actual gantry position was orange, indicating a mismatch between planned and actual. The system did not ask for an over-ride and let the user beam on without notice. Varian confirmed the device is operating as designed, and use error was the root cause of this event. Varian will provide a customer technical bulletin to all users, informing them of the implication of port image technique. No add'l f/u to this MDR is expected.